Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d8. The product was returned with the membrane completely unfolded and blood was observed on the exterior and between iab and sheath. The 7.5fr sheath was returned covering the catheter tubing. One kink was observed on the catheter tubing approximately 73.1cm from the iab tip. The three-way stopcock was also returned. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and a catheter penetration was observed on the catheter tubing approximately 68.6cm from the iab tip. The evaluation determined a catheter tubing penetration, confirming the failure reported. It is difficult to determine when or how this occurred. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.: (B)(4).

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 full event site name, address, and phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the balloon could not inflate after inserting the iab catheter and changed a new one. There was no patient harm.